Event description:
Per biotronik representative, this patient has twiddler's syndrome. This lead were removed and replaced with another set of biotronik leads. The hospital retained these leads. Setrox s 45, MDR 1028232-2009-00953.